Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery, three of five patients had radial, anterior capsular tears and incomplete capsulotomy. There was no surgical intervention required. No specific identifiers were provided for the patients. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site and optimized surgical settings and provided surgery support. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).